Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mpx5302-c and lot# 24019334 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was leaking the following information was received by the initial reporter with the following verbatim: complaint received via email(s) attached. Preop-postop bring forward that the extension tubing isn¿t screwing fully into the piv ports and they are having leaking at the connection. Has been happening 50% of time over the last few months